Event description:
It was reported that a spectrum infusion pump would not recognize a closed door when loading the tubing. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed and reproduced the reported "pump will not register door closed when loading IV tubing" as a door not fully latched alarm. This alarm was found to be caused by a loose upper link screw. The link screws wee replaced to correct this condition.